Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was vomiting and hospitalized for high blood glucose of over 600mg/dl. The customer stated that they have done several steps to troubleshoot the insulin pump, but they were not able to solve the issue. No further info was provided.